Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that since 2017-2018 they weren't experiencing pain that much, and so they tried not switching on their ins and it was working fine. Pt said they would only use the ins when they were having breakthrough pains, but it wasn't regular. Now, the pt had a surgery on their stomach, and they couldn't use their crutches because it would pull on their stomach, she then started having more breakthrough pains. Pt said for the past five months, when they turn on the ins, after about 30 minutes it will turn off again; pt later clarified that it is not always 30 minutes, but sometimes shorter or longer. Tech services recommended keeping a log of all the times that the ins was turned on and when the pt sees it turn off and to follow up with their healthcare provider and their medtronic representative. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.